Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/23/2019. Device evaluation summary: it was received for analysis a needle suture piece of product code z317. During visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and the end of suture was observed cut appears to be by use of a surgical instrument. In addition, a functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a metacarpal procedure on (B)(6) 2019 and suture was used. At the time of knotting and stretching the suture broke. It does not have the adequate strength. No adverse patient consequences were reported. No additional information was provided.